Event description:
Customer reported discordant sodium (na) results for 3 infant pt samples on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer is being requested to provide full file log for that day. The cause for the discordant sodium (na) results is unk.